Event description:
Dvt case done with almost two liters of salines used. Excellent result per physician but patient expewrienced renal failure post procedure. Physician unaware of limits of run times.